Manufacturer narrative:
Corrected information h10. H10: update to include: a nonconformance has been opened to address this issue (previously omitted). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark navy catheter tip) and the main body (light blue part) of a minicap transfer set; further described as ¿dark navy catheter tip came apart a little bit from the transfer set (light blue part)¿. This occurred during use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted the female connector was separated from the main body of the twist clamp. Leak testing, clear passage testing, and twist clamp function testing were performed on the sample with no issues noted. The reported condition was verified. The cause of the condition is related to inadequate solvent application during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.